Manufacturer narrative:
6/27/97-supplemental report # submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a cyst removal procedure, the safety shield did not advance after penetration. The bladder was pierced. The surgeon applied suture to repair the bladder laparoscopically. The procedure was completed without further complications.